Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level was reported as "high" and exceeded 500 mg/dl. The customer administered a correction injection via multiple daily injections (mdi). The customer continued to use the pump for insulin therapy.